Event description:
It was initially reported by the physician that the pt was sent to the emergency room for suspected pneumonia, not related to vns. The pt had x-rays taken which will not be provided to the manufacturer for review. The x-rays showed that the lead may not have been connected to the generator. The pt has not had diagnostics run in some time and is attempting to see a physician to have her device evaluated. It is unk if there is a lead malfunction or if the lead pin is not connected to the generator header. Good faith attempts to gain more info have been unsuccessful to date.